Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device exhibited a "very short time between recommended replacement time (rrt) and end of service (eos)," with unexpected battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis of the returned device revealed normal battery depletion.